Event description:
It was reported that the right ventricular (rv) lead had triggered an alert for high rv pacing impedance. Additionally, there was noise on the lead and lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 lead implanted: 2008 (B)(6). (B)(4).